Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The constellation of being hbsag positive but hbv dna negative occurs because these two markers represent different parts of the virus and the life cycle of the virus. The issue is consistent with a weak positive result due to a possible early acute infection. During the "incubation period" of hepatitis b, the virus is just beginning to replicate. Hbsag is the first marker to appear, and if the blood is drawn right as the levels are rising, the result will be weakly positive. The issue is also consistent with a resolving or "occult" infection. If a patient is recovering from an acute infection, the hbsag levels will drop. The result could be at the very end of the clearance phase. The large differences in hbsag results (both qualitative and quantitative) for the same patient between roche (elecsys) and abbott (architect/alinity) instruments can be attributed to several factors regarding assay design, antibody composition, and calibration. All initially reactive or borderline samples should be re-determined in duplicate using the elecsys hbsagii assay. Repeatedly reactive samples must be confirmed using a neutralization test (elecsys hbsag confimatory test or elecsys hbsag ii auto confirm). Results confirmed by neutralization with anti-hbs are regarded as positive for hbsag. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation determined the issue was consistent with a sample-specific discrepancy. However, the investigation did not identify a specific cause of the event. The elecsys hbsagii performs within specification.

Event description:
There was an allegation of a false-positive elecsys hbsag ii result for 1 patient on a cobas e 801 analytical unit. The patient's elecsys hbsag result was 2.98 coi (positive). The patient's hbv dna test result was negative. The patient's anti-hbs, hbeag, anti-hbe, and anti-hbc results were negative. The sample was tested at another facility using another cobas e 801 module, and the elecsys hbsag result was consistent with the initial result (positive). The numerical value for the result was not provided. The hbsag result with the abbott method was 0.01 iu/ml (negative). A confirmatory test was not performed.